Event description:
A report was received that the patient was admitted in the ICU after an implant procedure. It was unknown if the admission in the ICU was device or procedure related.

Event description:
A report was received that the patient was admitted in the ICU after an implant procedure. It was unknown if the admission in the ICU was device or procedure related.

Manufacturer narrative:
Additional information was received that the physician could not provide further information.

Manufacturer narrative:
(B)(4) 2010, additional suspect medical device component involved in the event: model #: sc-8216-70, serial/lot #: (B)(4), description: artisan surgical lead, 70cm.